Manufacturer narrative:
(B)(4). Concomitant devices: dilatation catheter: saphire ii, guide wire: ub3, conquest pro12, gaia second, other: indeflator. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the left circumflex artery. A 3.0x15mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion and used as an anchoring for pre-dilatation with a non-abbott balloon catheter. The non-abbott balloon catheter ruptured and was removed. An attempt to deflate the 3.0x15mm trek rx bdc was made; however, the balloon would not deflate. A couple attempts to deflate the balloon with an indeflator were made, but the balloon only partially deflated. The partially deflated bdc was removed and replaced with a non-abbott balloon catheter of the same size. An atherectomy catheter was used and ablation was performed four times. The procedure was successfully completed with the implantation of 3 stents. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.